Manufacturer narrative:
Infusion products global customer support operations. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer¿s reported problem was confirmed. There was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8100 sn: (B)(4) customer wanted to know what is the cause of this error code. I explain to the customer that she needed to check her wire harness that it may be upside down. The customer said that she would take a look to make sure. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that she may have her harness is probably upside down. She said that she would look at it and see if it's upside down. I informed the customer that if the harness is correct then you would need to replace the logic board. She stated that she would send it in if this is the case. She said thank you and ended the call. (B)(4).